Event description:
During a a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the tortuous left anterior descending (lad) artery. The vessel was pre dilated. The physician was introducing a taxus liberte 3.0 x 32 mm drug eluting stent and there was resistance and friction due to the tortuous anatomy and the stent would not move further. The whole system was pulled out and it was noticed that the stent struts were found open. No pt complications were reported. The procedure was completed with another taxus liberte 3.5x32 mm drug eluting stent. Pt's status is reported as good.